Event description:
(B)(4). I have since had a hysterectomy ! I no longer have any sharp pains, abdominal swelling or infected looking discharge. It's sad that at (B)(6) I had to go through this!

Event description:
(B)(4). I have on going problems with my coils. I feel them. The cause so much pain, cysts on my ovaries, swollen pelvis area, nausea due to pain. Problems so bad; a hysterectomy will be done soon.